Event description:
Customer reported erroneous test results were obtained for access ck-mb (creatine kinase) and access accu tni (troponin I) when using the unicel dxi 800 access immunoassay systems. Erroneous test results were reported out of the laboratory. Affect to patient treatment is unknown. No reports of death or serious injury as a result of this event. This is event 2 of 3 reported by this customer for two different patients on two different analyzers.

Manufacturer narrative:
The samples were lithium heparin plasma. The primary collection tube for patient #1, sample #1 did not have the recommended fill volume and was only half full. Patient #1, sample #2 was 2/3 full. Service information is not available for this analyzer. Root cause is unknown. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-03273, MDR 2122870-2011-03275.